Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged and may have been perforated by tool contact. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ we will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the report of attachment damage. It was reported there was no patient involvement. Repair request escalated to a product event based on reason for return. The device damage was noted prior to the operation. On follow up no additional information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up it was reported the attachment damage occurred during a procedure when trying to cut bone, the tool was stuck by the bone which made the foot on the attachment damaged. It was confirmed there was no patient impact, no delay in the procedure, and no back up device was used. Also, the physician's name and contact information were provided.